Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump did not alarm. Customer stated that she had two episodes of low blood glucose and she did not hear the insulin pump alarm at all. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.